Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during implant, the ventricular lead had to be repositioned several times in order to obtain a low pacing threshold. Following implant, the patient experienced diaphragm stimulation, and the lead was repositioned. In addition, during a repositioning procedure, it was noted that there was no pacing when the device was out of the pocket, and that the lead polarity had switched from bipolar to unipolar. The lead remains in use. No patient complications have been reported as a result of this event.